Manufacturer narrative:
The lot number is unk, therefore, the date of manufacture cannot be determined. No analysis or conclusions can be made without the device. Info has been added to the database for trending purposes.

Event description:
On (B)(6) 2011, the caller reported that the tracheostomy tube has pinkish/yellow fluid in pilot balloon. The caller stated that the tube has only been in place for 2 weeks. The cuff is not inflated for ventilation or aspiration precautions. The caller stated that the tube will need to be removed at the dr's office and the pt will need recannulation that is not a scheduled replacement. On (B)(6) 2011, the caller sent an email to the technical services dept. Further reporting that the pt was instructed to keep the tube, but threw it out when it was recently replaced. The date of the replacement is not known.